Event description:
Procedure type: lap ventral hernia repair. According to the reporter: product used in laparoscopic ventral rectopexy for would closure on the (B)(6) 2012, and after some time the barbs on the suture had caught on mesentery in pt causing tear of tissue. Pt had to be reoperated on to remove the device and repair mesentery. Pt was reoperated on and event rectified. Pt outcome: pt healing after removal.

Manufacturer narrative:
(B)(4).